Event description:
While performing laser laparoscopy it was noticed that tip of rounded laser probe had broken off. Sterile field and surrounding area searched. Unable to locate laser tip. The md is aware. The probe tip crystal is not x-ray detectible, not even sure if it vaporized.